Event description:
It was reported that ventricular tachycardia episodes with high voltage lead impedance less than the normal range for therapy was observed on the implantable cardioverter defibrillator (ICD). Inappropriate shock therapy was delivered with the first shock aborted followed by a change in vector and successful shock for all episodes. Programming changes for non-invasive pacing stimulation by re-adjusting the vector to exclude superior vena cava (svc) coil and right ventricular (rv) shock to the ICD can was completed. No further intervention was anticipated. The patient was stable.